Event description:
It was reported that, "all knee components were explanted due to infection."

Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report.